Event description:
On (B)(6), 2010 the healthcare professional/reporter, the pocc, contacted lifescan to report the surestep flexx meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010 at 10:25 am the patient in the critical care floor of the hospital was tested using the reported meter and the nurse obtained the following blood glucose readings: 27 mg/dl, 41 mg/dl, "hi mg/dl" (greater than 500 mg/dl) and 21 mg/dl. Based on the low readings, the patient was treated intravenously with glucose. It was not known whether the patient was experiencing any symptoms of high or low blood glucose levels. At 10:30 am the patient's blood glucose level was tested using a laboratory method to be 542 mg/dl. Troubleshooting revealed the test strips were in good condition and within opened expiration dating, quality control testing had been performed with passing results, and the patient's hematocrit was within the specified range for this meter. The meter was replaced. The patient allegedly became hyperglycemic with a blood glucose level of 542 mg/dl after receiving glucose therapy based on low readings obtained on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.